Event description:
A customer reported that their pump's charging port was damaged, which led to difficulty charging the device. There was no adverse impact to the customer's blood glucose level. The pump was out of warranty, could not be repaired or replaced, and the customer was in the process of obtaining a new device. The customer declined further follow-up from technical support at the time, leading to insufficient details regarding any further actions or outcomes.